Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204/107) was confirmed. As received, the trunk cable connector was cracked and the yellow (pgnd) wire was open inside the trunk cable. The cause of the code 204/107 is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the patient's device was producing service code 204 and 107.